Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis and angina. The target lesion was located in the right posterior descending artery (r-pda) with 70% stenosis and was 8.0 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 12 mm taxus perseus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. Target vessel re-intervention was performed to the mid right coronary artery (mid rca) which was treated with rotational atherectomy using a rotolink 1.5mm burr for 30 seconds and removed. The 90% stenosis in mid rca was treated with direct placement of 3.5 x 20 mm ion monorail stent. Following post dilatation, residual stenosis was 0% and timi flow 3. The patient was discharged and the event was considered as resolved without residual effects.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).